Event description:
It was reported that the physician noticed a previous sinus pause on the right atrial (ra) lead. There was no functional issue with the lead at the time of replacement, but the physician was not confident in the lead performance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.